Event description:
After 20 hrs of iab therapy, blood was noted in the tubing. While attempting to remove the iab, the balloon became entrapped and had to be surgically removed. The pt expired later during an extremity amputation.